Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the transmission, post paced t-wave oversensing was noted. The oversensing was stored on the electrogram. The patient did not receive therapy during the oversensing. Programming changes were discussed. No additional information was reported.

Event description:
New information noted that the device was reprogrammed. The patient would continue to be monitored.